Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the electrode array was not located in the patient's cochlea. Subsequently, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.